Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s operative complications and subsequent death are unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred during the surgical procedure. If additional information is obtained, a follow-up MDR will be submitted. A review of the system and instrument logs for the procedure date of (B)(6) 2018 has been performed. There were no observed events in the system logs that would suggest a product issue, and the logged events are in line with normal system functionality. The log review supports the customer claim that there was no product issue during the case. Additionally, all instruments used in the case were used in subsequent procedures, with the exception of the following: vessel sealer instrument, which is a single use instrument and site reviews have shown that no complaints were filed against the instrument. Although there were no alleged malfunctions and the system and instrument log information found no potential causes, there was not enough information provided to confirm the cause of the intraoperative bleed or the reason the surgery was converted to an open procedure. This complaint is being reported due to the following conclusion: it was reported that during a liver resection da vinci-assisted surgical procedure, the patient experienced bleeding which was controlled. However, for an unspecified reason, the case was converted to an open surgery. The bleeding reportedly got worse after the conversion, and the patient ultimately expired. There is no evidence or allegation that an isi device caused or contributed to an adverse event (i.e. Intra-operative bleeding and the patient's death) or that an isi device malfunctioned in a way that could contribute to an adverse event if it were to recur. This report has been generated in response to FDA inspectional observations dated 06-mar- 2020.

Event description:
It was initially reported that during a liver resection da vinci-assisted surgical procedure, the surgeon experienced some bleeding which was controlled. For an unspecified reason following the bleeding, the case was converted to open surgery. The bleeding reportedly got worse after the conversion and the patient ultimately expired on an unspecified date and from an unknown cause. On 22-may-2018, intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following additional information regarding the reported event: the surgeon stated that no malfunction of the da vinci surgical system occurred during the surgical procedure. He also stated that the da vinci surgical system did not cause or contribute to the operative bleeding experienced by the patient and her subsequent passing. He did not provide any further clinical information. On 17-mar-2020 the following additional information was received from the or director: it was reported that the estimated blood loss during the intraoperative bleeding was 5 liters. Intraoperative consultation from cardiovascular, vascular and trauma surgery was conducted. As per the operative report documents it was reported that the patient had a "giant right sided liver tumor with involvement of the right hepatic vein and inferior vena cave junction with significant compression and involvement of the inferior vena cava at the level of the hepatic vein confluence."